Event description:
The user facility reported that the device overheated during testing prior to a procedure. Attempts are being made to obtain additional information about the event; no further information has been received.

Event description:
The user facility reported that the device overheated during testing prior to a procedure. Although requested, there was no information available regarding patient involvement, delay, medical intervention, and adverse consequences.

Manufacturer narrative:
Additional information: b5 device evaluation: follow-up report submitted to document device evaluation results.